Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Alarm on the insulin pump. Customer took out the battery and put in a new (B)(6) battery 3-4 hours later. Customer had the same problem again and the buttons did not work properly. The insulin pump will be repaired and replaced.